Event description:
The customer reported that the surgeon had damaged the corneal endothelium by contacting the inner dome of the cornea with staar injector, right in line with the patient's site. The surgeon stated that there was way too much friction between the outer wall of the injector and the wound opening, 2.75mm. He has to enlarge the incision and force the injector in-minimally, not way in, as the eye is soft during the procedure.

Manufacturer narrative:
(B)(4) - corneal touch. Too much friction. (B)(4).

Manufacturer narrative:
Method: device history review. Results: qe performed a device history review which concluded there were no abnormalities in the manufacturing, packaging or sterilization of the product. The cartridge was found to be within device specifications and not related to the root cause of the event. (B)(4).

Manufacturer narrative:
Method 86(other) - medical review. Results: reportedly, by experienced surgeon, the cartridge (mtc-60) caught on the wound making it hard to insert the lens through normal size incision. The surgeon had to enlarge the incision from 2.75mm to 3mm to insert tip of cartridge in order to prevent corneal endothelium damage. No reported postoperative sequelae. It should be noted that user error( surgeon` s technique) could have caused/contributed to the reported event since this type of complaint came from only one user. Conclusion: based on the complaint history, lot order search, device history and medical reviews, we were unable to determine a specific root cause of the event. (B)(4).